Manufacturer narrative:
The event/therapy occurred on dates between (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five cassettes had leaked at the red line connector during prime on the homechoice. The patient was not connected. The patient stated they did not see any damage to the cassettes prior to setting up for therapy. The patient started over with new supplies from a new box and the issue did not reoccur; they were able to successfully complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.